Event description:
The device was used during a vats procedure. It was reported by the rep foreign matter was found in the package. On the second firing the instrument broke and neither stapled or cut the tissue. There was no consequence to the pt.

Manufacturer narrative:
Damaged firing mechanism. Based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve co's products.